Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim low audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Receiver has no boot/ no power/ unable to download or run the tests. Confirmed bad battery by troubleshooting. Complaint was not confirmed. The reported event of a low audio output was not confirmed. A root cause could not be determined.